Event description:
Medtronic received information that the day after the implant of this transcatheter bioprosthetic valve, the patient exhibited diminished right visual field, confusion, and mild-to-moderate aphasia. A computed tomography examination of the head and neck, and a magnetic resonance imaging of the brain revealed that the patient had a new infarct. No treatment was prescribed. It was subsequently reported that eight months after the implant of this valve, the patient expired from an unknown cardiovascular cause; there was no report or allegation that the death was associated with this device or its implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information has been requested. An autopsy was not performed and the device was not explanted. (B)(4).

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The cause of the stroke one day post implant was unable to be determined. A variety of factors can influence stroke, including the patient¿s pre-procedural condition, medications, etc. It is a known potential adverse effect per corevalve instructions for use (IFU). No treatment was prescribed. The report of death at 8 months post-implant was ascertained to be cardiovascular; however, it is unknown if the device or procedure contributed to the patient death, and detailed information about the event was not available as no explant or autopsy was performed. Multiple attempts to obtain the cause of death were unsuccessful. With the limited information available, no conclusive assessment could be made regarding the relationship of the device to the patient death.